Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose of "high"; although specific value was not provided. Cause was not known. Customer changed the pump supplies and successfully resumed insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.